Event description:
The customer reported that the tubing set either leaked or the male luer cracked/broke at connection or the tubing set was unable to be disconnected during an octreotide infusion while in use on a neonate patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked, male luer cracked/broke, and unable to disconnect was not confirmed. No obvious damages or issues were observed during inspection and functional/pressure testing. The set was detached and reconnected many times with further pressure testing performed without difficulty or leaking. The customer report that the set leaked was not confirmed. The root cause was not identified. The customer report that the male luer cracked/broke, leaked, or disconnected was not confirmed. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the customer stated that the patient was a neonate.

Event description:
The customer reported that the tubing set either leaked or the male luer cracked/broke at connection or the tubing set was unable to be disconnected during an octreotide infusion while in use on a neonate patient. There was no patient harm.